Event description:
It was reported that the patient had loss of therapy. The reporter indicated that the catheter boot had "slipped off"; noted on x-ray. The hcp replaced the proximal end. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.